Manufacturer narrative:
Catalog number - the correct catalog number is 14324_97. (B)(4). Suspect positive bi and load not recalled.

Event description:
A customer reported a positive result with a cyclesure® 24 biological indicator (bi) after a completed sterrad® nx cycle. The bi was incubated for 16 hours. The chemical indicator (ci) changed color correctly. The previous bi result was negative. The customer reported a total of 4 scopes have been released and used on patients. They do have a tracking system and doctor is being notified so he may determine course of treatment. Although there have been no confirmed reports of injury or harm to any patients in this case and no prior incidents have resulted in serious injury, advanced sterilization products (asp) has determined in this situation sterility cannot be assured. Therefore, as a matter of policy asp had decided to report all incidents of positive cyclesure® 24 biological indicators.

Manufacturer narrative:
Asp investigation summary: the investigation included a review of the device history record (DHR), trending of lot number, system risk analysis (sra), visual analysis and retains analysis. The DHR was reviewed and the involved lot met manufacturer specifications at the time of release. No anomalies were observed that would contribute to the customer's experienced issue. Trending analysis by lot number was reviewed from 01/20/2017 to 04/18/2017 and trending was not exceeded. The sra indicates the risk associated with exposure to biohazardous, pathogenic or infectious material is "low." The single cyclesure® 24 bi was not returned for visual inspection. Thirty-two retains bis were subject to functional evaluation. All thirty-two bis met specification. Also, no damage or leakage was observed with the retains after processing. The assignable cause for this event is "physical damage" of unknown origin. The customer found that media was reduced after sterrad processing. This indicates undetected pre-existing ampoule damage. The bi with a dried vial was incubated and resulted in a positive bi. Processing a bi with ampoule damage can lead to a positive bi, since hydrogen peroxide does not penetrate liquids and does not contact the spore disc. A customer letter addressing the user error will be sent to the customer. The cyclesure® retains met functional specification. As a result, there is not an issue with product performance when used per the instructions for use (IFU). The issue will continue to be tracked and trended.